Manufacturer narrative:
The subject device versapulse powersuite 100w s/n (B)(4) was installed at the user facility on 25-jun-2008. In 2012, a re-design of the controller and simmer pcbs on vpps systems was carried out in which more space was allowed between components, promoting good soldering ability, improved stability, and integrity of the pcbs. Since system (sn# (B)(4)) was manufactured prior to the re-design, it did not carry the advanced pcb components. The risk of hvps controller pcb component failure was evaluated and it was concluded that re-placement of the component in the field was not required (no risk of actual injury to patient or user, only makes system unusable). Although a cause for this pcb failure could not be determined, based on the age of the system (12 years) lumenis believes that the most probable cause for the reported event was wear.

Manufacturer narrative:
Lumenis investigated the reported event, contacting the user facility directly to request further information. An account of the event had been provided. A lumenis certified service engineer evaluated the subject device five days after the event, confirming that the high voltage power supply was completely destroyed as well as damage to surrounding cables, fiber bundle, and water hoses and connectors. The system is considered a 'total loss' and irreparable. The subject device will be returned to lumenis for further investigation. A review of subject device risk management files (risk 6.01 of risk file (B)(4)) shows that system component failure leading to overheating and smoke/fire is a recognized risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment, and no corrective action or remedial actions were deemed necessary. While the information received does not confirm that a serious injury had occurred, it is uncertain if the event would likely cause or contribute to a serious injury if the malfunction were to recur, therefore lumenis is reporting this malfunction in an abundance of caution. The subject device is expected to be returned to manufacturer for further investigation, when new information is received with which to determine a cause for reported event, lumenis will file a follow-up MDR.

Event description:
A user facility reported that while testing their lumenis versapulse powersuite 100, "the unit made a crackle pop and turned off" immediately after being powered on. As the unit was wheeled to the hallway for repair it started to smoke. As the smoke increased, a biomed engineer from the facility was called in to look at the laser. The biomed engineer got the cover off the laser and sprayed the inside with a fire extinguisher to get the laser to stop smoking. The facility had not reported if there was any patient involvement, only reporting that the facility tests a laser prior to a case to make sure it works, and this one failed as soon as it was turned on.

Manufacturer narrative:
A review of historical product complaints shows that the same malfunction of hvps failure has not led to serious injury in the past. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.